Manufacturer narrative:
Additional narrative: a manufacturing evaluation was completed: pfna blade intact, presenting gliding and wear marks on the surface. The dimensions of the pfna blade (as far as measurable) were checked using a digital sliding calliper and found to be in compliance with the technical drawing and specifications. The pfna blade is made of (B)(4). The examination of the manufacturing documents and the raw-material inspection sheet showed no deviation in relation to the chemical composition, microstructure and mechanical properties. The material of the pfna nail is in compliance with the international standards. Gliding and wear marks are visible on the blade surface. The marks/damages on the surface are a result of micro movements between the pfna nail and the blade and are a sign for high dynamic loads and instability. The micro movements caused damage to the passivation layer of the metal. No evidence of material or manufacturing defects were found. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: patient weight is unknown. (B)(6). Device is not distributed in the united states, but is similar to a device marketed in the us. Subject device has been received; no conclusions could be drawn as the device is entering the complaint system. A review of the device history records has been requested and is pending completion. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a patient was implanted with a proximal femoral nail antirotation (pfna) on (B)(6) 2015 due to a broken femur on the right side. At a three (3) month post-operative visit on (B)(6) 2015, it was discovered that the nail had broken at the blade junction. The revision/explant procedure occurred on (B)(6) 2015. No additional information available at this time. This report is 2 of 2 for (B)(4).

Manufacturer narrative:
Additional narrative: DHR review ¿ manufacturing location: (B)(4). Supplier: (B)(4). Manufacturing date: 24 oct 2014 expiry date: 01 oct 2024. This complaint is assessed as not related to sterilization. No ncrs were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional information: surgeon disclosed that after the patient¿s fall they suffered a pertrochanteric fracture of the right femur, with implantation of a pfna on (B)(6) 2015. There were no complications in the initial postoperative phase. The clinical and radiological check-up 6 weeks after the operation showed collapse of the fracture with telescoping of the femoral neck blade. Therefore the pfna was removed on (B)(6) 2015, a bacteriology sample was taken and a long pfna was implanted.